Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not correct the pump time/date after traveling and experienced continuous elevated blood glucose (bg mg/dl 200-390 mg/dl). A bolus was delivered to address bg.